Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt (B)(6) was implanted with two percutaneous leads from the same lot for occipital nerve stimulation. (Off-label) it was reported the pt experienced lead migration. Surgical intervention was undertaken on (B)(6) 2013 to reposition the impacted device. No further issues were reported following the procedure.